Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the blood pressure dropped due to the decrease in left ventricular reserve, and percutaneous cardiopulmonary support [pcps) was used. Three days after the valve implant the hemodynamics stabilized and the pcps was removed. No additional adverse patient effects were reported.